Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient expiration was reported under medwatch MFR# 2916596-2018-00752. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient presented to the hospital with 1 week of abdominal pain and pus drainage from the percutaneous lead (driveline) site. The patient was admitted to a high risk cardiology floor and placed on telemetry. A wound culture from the driveline grew pseudomonas aeruginosa and (B)(6). Blood cultures were negative. The infectious disease service was consulted and antibiotics were initiated. The infection progressed along the inflow and outflow cannula and driveline tract. The patient ultimately expired.